Event description:
Customer's father reported hospitalization due to diabetes ketoacidosis. Caller stated that customer had ketones. The insulin pump settings were not correct. The insulin pump alarmed no delivery and motor error. The current blood glucose reading is 377 mg/dl. The customer has treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.